Event description:
It was reported that during a lap cholecystectomy, the tissue pad fell off into the pt. The tissue pad was removed from the pt through the trocar with a grasper. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.